Event description:
A 26mm diameter x 15mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2000. Aneurysm morphology is unknown. The pt's iliac arteries were reported to be moderately tortuous. It was reported that the stent graft was implanted lower than intended in the aorta and the physician implanted an aortic cuff. The physician was also unable to implant the contralateral limb so the device was converted to an aorto-uni-iliac configuration and a femoral to femoral bypass was performed. It was reported that approx two years post-implant the bifurcated stent graft migrated distally and an aortic extension cuff was implanted to achieve adequate proximal fixation. CT scans performed in april 2004 demonstrated no endoleaks. The pt presented to the emergency room in july 2004 with a ruptured aneurysm and was treated via open surgical repair. During the explant procedure it was noted that the iliac limbs were well incorporated. No add'l sequelae were reported and the pt is reported to be fine. Medtronic is pending return of the explanted stent graft.